Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up was received from the patient reporting that the replacement recharger resolved the issue. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for dystonia and movement disorders. It was reported that the caller was getting fewer and fewer coupling bars until the insr would not connect at all. The patient programmer still connected and showed the ins was in a discharged state/charge ins screen. The ins turned off over the weekend and stimulation was off. The patient had fallen on the driveway and cut their face. The caller was also seeing the reposition antenna icon screen. There were no further complications reported as a result of the event. The date of event is approximate.